Event description:
Pt underwent a laparoscopic ultrasound guided core needle biopsy and radiofrequency ablation of heptocellular cancer. During the surgery, the pt sustained 1 large and 2 smaller 3rd degree burns on his left leg from his knee to his groin which was directly underneath the dispersive electrode. He also had 1 small burn on his right leg.

Manufacturer narrative:
Complaint could not be confirmed as device was not returned for evaluation. This complaint had been logged in to the company database in january of 2005, however, a medwatch had not been submitted at the time. During a review of the complaint database, this oversight was discovered. This medwatch is intended to correct that oversight. No add'l info has been rec'd concerning this incident.